Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, after a microbiological routine control test of the duodenovideoscope tested positive for an unexpected contamination. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. A definitive root cause could not be identified. In the IFU it is stated: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Based on the results of the investigation, it is likely the following led to the malfunction: in general, device damages (e.g. Scratches, cracks, glue separation, kinks) could be a source of microorganisms, particularly when combined with poor reprocessing which could be evident of the customer's reported bacterial growth. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.